Manufacturer narrative:
Device evaluation of electrode belt sn 59125515. Has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. No adverse event resulted from the defective electrode belt. Monitor sn (B)(4) was reported on MDR : 3008642652-2019-07926. Due to the monitor malfunction the downloaded flag files and ECG recordings were not available. The electrode belt sn (B)(4) was evaluated above. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report and the continuously recorded ECG data. The primary cause of the inappropriate shock was lack of response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was svt. The rapid rate satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor. Additionally zoll became aware that this electrode belt was associated with a treatment event. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was conscious and in the hospital at the time of the treatment event. The response buttons were not pressed during the treatment event. Supraventricular ventricular tachycardia (svt) contributed to the false detection. The patient remained in the hospital and continued use of the lifevest.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.